Manufacturer narrative:
The device was received. Investigation is not completed. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted arteriotomy closure using the starclose device after an unknown procedure. During the procedure, when the finish arrows lined up, the device popped out of artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.